Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error printouts. The fse inspected the sampling syringe and sample nozzle; both were clean. The fse tested the priming and washing of the sample nozzle and could visually see liquid being moved through the line and out of the nozzle. It was determined that a sample clot likely caused the issue and it cleared after restarting and priming the instrument. The fse also observed and cleaned the sampling syringe and nozzle as part of the periodic maintenance that was due. The resolution was verified by completing the clog sense, calibrating and quality control (qc). The aia-360 analyzer is functioning as expected. No further action is required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. Aia-360 operator's manual section 7-1: list of error messages: (4017) spec.sy clog detected. Description: specimen clog was detected. Troubleshooting: the item is not assayed. Repeat assay. The most probable cause of the reported event was obstruction of flow in the sample nozzle, cause not established.

Event description:
A customer reported error "4017 spec.system clog detected" error on the aia-360 analyzer. The customer tried restarting the analyzer, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.